Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tunnel tool model unknown serial/lot unk. Implanted: na explanted: na. Lead 3777-45 (B)(4) implanted: unk explanted: na. Lead 3777-45 (B)(4) implanted: unk explanted: na. Analysis for the tunnel tool revealed that the length of the ptfe tubing was out of specification. It measured 7.00 inches. (B)(4). The tubing was also crushed near the middle of the tube causing breached and cosmetic cracks in the tubing.

Event description:
It was reported that the tunnel too was "short." When the physician tried to use the tool, he noticed the length was shorter than usual. When the tool was inspected closely, it seemed to be degraded in the middle and side. It was noted that the tool was not forced during the procedure.